Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. Lot history review could not be reviewed due to no lot number being provided.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that the device leaked during patient use. The customer stated that the primary line was primed with saline and 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, connected to b port clave and unsure if back prime occurred but that this was their usual practice. The customer said that the medication (doxorubicin) dripped onto the pump and floor which was cleaned up. The nurse said that s/he was almost 99% certain it leaked from where the spiros from the b line twists onto the a line cassette. There were no obvious imperfections on the device. The leak occurred at the end, the drug in particular dripped via gravity. The drug had fully infused; the nurse was switching to a flush when she looked down and noted the drips. The customer stated that the device was in use for minutes. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel. There was patient involvement, a delay in treatment but no one was harmed as a result of the event.